Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone- data not available. Cloud - omnipod 5 software app version- data not available. Cloud - smartphone operating system- data not available. Cloud - smartphone hardware- data not available. Cloud - cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported ongoing skin reactions associated with omnipod use over the past 7¿8 months. The reported issues included raised bumps remaining on the legs following pod removal and dark ring-shaped marks on the abdomen in areas where the podpal overlay had been used. She noted that the reactions appeared to worsen during patient's track season, potentially due to increased physical activity. The patient has been evaluated by two dermatologists and has tried various products, including detachol and over-the-counter anti-aging treatments.